Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a total hip arthroplasty on (B)(6) 2009 where he was implanted with a stryker hip system. It is further alleged that his hip had to be revised on an unknown date due to excessive levels of chromium and cobalt levels revealed in blood-work and discomfort in the area of the implanted device.